Manufacturer narrative:
The device in this report has not been returned to olympus for evaluation. According to additional information provided by olympus distributor, some nurses at the user facility did not know that they have to check concentration level of the disinfectant using acecide checker. The disinfectant was replaced regularly by the user facility. The last replacement was performed on (B)(6) 2021. An olympus dealer once again requested the facility to use acecide checker. Based on the reported information omsc attributed the reported event to inappropriate handling of the device by the user, because the user was not using acecide checker properly and the disinfectant was not replaced correctly. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user the nurse in charge reprocessed the hysteroscope without checking the concentration of the disinfectant solution. The nurse did not know that it was necessary to check the concentration of the disinfectant using acecide checker. Therefore, the user changed the disinfectant. There was no report of patient injury associated with the event.